Event description:
A report was received that the patient was unable to charge due to the ipg being too deep in the pocket. The patient underwent a revision procedure wherein the ipg was moved to make it more superficial. The patient was able to charge postoperatively.

Manufacturer narrative:
.